Event description:
It has been reported to philips that the system will not boot into application. A reboot did not correct the issue and the system was down. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. During troubleshooting, the fse identified that the x-ray pc was not booting into the application. The fse suggested the customer to replace the x-ray pc. The x-ray pc was replaced in the subsequent follow up case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.